Manufacturer narrative:
Cerebral edema and sensory/cognitive/motor deficits are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in section 6 of the neuroblate IFU and in monteris' internal risk management files.

Event description:
It was reported that a patient experienced cerebral edema with mixed expressive and receptive aphasia. The severity was indicated as mild and did not require hospitalization. The patient received steroids and was indicated as resolved on (B)(6) 2022 (event date (B)(6) 2022).

Manufacturer narrative:
At the one month visit on (B)(6) 2022, the patient was noted to have improving speech symptoms. Cereberal edema and sensory/cognitive/motor deficits are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in section 6 of the neuroblate IFU and in monteris' internal risk management files.